Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. The customer did not return the device's batteries, modem or power adapter for evaluation. Physio replaced the device's battery pins as a preventive measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off on two separate occasions. This issue is patient related; however there was no adverse event reported.